Event description:
It was reported that during an unknown procedure, the clamp was blocked. There were difficulties opening the device. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Interrupted incomplete firing cycle the analysis results showed that the device was received in good visual conditions and with a reload loaded in the device. The reload was a received loaded with staples, with the washer uncut and with the knife recess below the reload deck. The staples were noted to be protruding; this condition is consistent with the device being partially activated. As a result of the partial firing the lockout was engaged when the device was reopened. The device was tested for functionality with a test reload and the device fired, forming all staples and cutting as intended. The cut line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.